Event description:
The device was used during a gastrectomy. Reportedly a component disengaged. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury.